Event description:
Unomedical reference number (B)(4) . Event occurred in the united states. It was reported that the patient faced an events of leakage cannula with an infusion set as the infusion set tubing was leaking at tubing connector. The set was used for less than 1 day. Patient's blood glucose value displayed high therefore, patient took correction bolus via pump. Patient replaced infusion set and cartridge and resumed insulin successfully. No further information available.